Event description:
Consumer alleges that the pump is not working on his compressor. Consumer alleges his medicine is not coming out. No injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model irc1705, serial number/date code (B)(4) is approximately 1 year, 2 months old. The owner's manual part number 1130203, rev.g(mar-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Of note: in speaking with the reporter of this incident, it was learned he used to have to wiggle the device to get it to work. Currently, the unit has been repaired, compressor replaced. He has no further information to report and he is able to use this unit without further incident.